Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated was filling and priming her insulin pump and got button error. Customer stated the insulin pump does not recognize the reservoir and it kept priming. There was connection issue, the reporting did not continue. No further information provided.